Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that fentanyl with about 2500 mcg per bag was programmed to infuse at 100 mcg/hr however it emptied sooner than expected twice, resulting in the patient receiving about 5000 mcg over the course of around 5 hours. The patient was intubated with a protected airway and was minimally responsive prior to the administration of fentanyl, and remained with the same reflexes post event. All sedation was discontinued and the patient was monitored. The patient was reported to have been extubated, awake and responding to commands after an unspecified period of time. There was no patient harm. The pharmacy manager tested the device with saline and replicated the over infusion.